Event description:
It was reported that customer is experiencing unspecified pump issues. An example given was an under infusion . Vancomycin (500ml) was programmed to infuse over one hour at 500 ml/hr. However, an hour later it was noted there was 200 ml left in bag. There was patient involvement but impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that customer is experiencing unspecified pump issues. An example given was an under infusion . Vancomycin (500ml) was programmed to infuse over one hour at 500 ml/hr. However, an hour later it was noted there was 200 ml left in bag. There was patient involvement but impact is unknown.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.